Event description:
The sales rep stated that the device overheated when he was testing it. This was not during a case, and therefore there was no pt involved.

Manufacturer narrative:
The device was returned to MFR, and as of the date of this report, has not been reviewed yet. A follow up report will be made if the investigation requires one.